Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at an unspecified location. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: baxter 500ml exactamix bag dextrose, ref (B)(4), lot 1153568, exp (B)(6) 2019; b.braun 150ml bag of 0.9% nacl injection, ndc (B)(4), therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of tubing leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional testing resulted in the set flowing freely and ran with no issues. Pressure testing confirmed air bubbles leaking at the top engagement of the tubing and the distal y-site inlet port at 5 psi. Dimensional analysis was performed and found the set to be within specification. The probable root cause of the customer¿s report of tubing leaked was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing and y-site inlet port.

Event description:
The customer reported that the tubing leaked tpn at an unspecified location.